Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
The needles are leaking where the tubing attaches to the handle/needle portion.